Event description:
It was reported that, "due to chronic dislocations, the liner and head were removed and replaced. Wear on the liner was evident from impingement. Length was added offset was added."

Manufacturer narrative:
The device is not available for evaluation. A supplemental report will be submitted upon completion of the investigation.